Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). They reported that 2 days ago they were charging ins and it charged to 100 percent and then said to call medtronic. Pt didn't remember the details of the screen but thinks it was a software problem screen after it was described to them. Pt says they were pretty sure they plugged on the cord prior to unplugging. Pt said controller screen then went blank but said it was now back on and working. Pt currently was charging controller. Additional information was received on 2026-feb-04. Pt called back and said the charging issue they originally called about was still happening. They said they couldn't charge ins. During the call the reported that the ins was charging with excellent quality. It says ins was in the red. They then said it went to no device found. Pt then said the reason they hadn't charged for months is because they were having issues charging. Pt said they were in a car accident in september and needed to have an MRI on it next week, but they couldn't do the MRI until they could get into MRI mode. Pt said the healthcare provider (hcp) checked their ins and said everything was "fine, and my pain pump was fine too". Since pt was still having issue charging, a request was sent to repair dept to replace the recharger (rtm). If this didnt resolve issue, pt would call back. Pt had charging issues, and would get excellent quality and then it would lose connection.

Event description:
Caller mentioned their stimulator would not charge for the past few months and would not elaborate on what would happen when they tried to charge. Patient (pt) did not have external equipment with them and could not troubleshoot issue. Tss explained that pt would need external equipment.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that the recharger paddle broke and caused issues with implant charging.